Manufacturer narrative:
Previously reported stent malapposition occurred in 11 cases. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Journal article: short-term stent coverage of second-generation zotarolimus-eluting durable polymer stents: onyx one-month optical c oherence tomography study journal: advances in interventional cardiology year: 2019 ref: doi.org/10.5114/aic.2019.86009. Average age. Majority gender, date of publication. If information is provided in the future, a supplemental report will be issued.

Event description:
The present optical coherence tomography (oct) study analyzed the coverage rate at 30 days after implantation of resolute onyx zotar olimus-eluting stents in 15 patients who underwent percutaneous coronary intervention. All patients were treated with dual antiplatelet therapy during the entire duration of the study. The resolute onyx stents were implanted in the following locations: the left anterior descending artery, the circumflex artery; the right coronary artery and the left main coronary artery. At 1-month follow-up stent malapposition and in-stent area obstruction by neointima were reported. One patient required bailout stenting with an 2.5 x 11 mm non medtronic stent to treat distal stent edge vessel dissection. The main finding of this study is that the resolute onyx zes had a very highrate of strut coverage at 30 days.